Event description:
Aneurx stent graft systems were implanted in patients for the endovascular treatment of abdominal aortic aneurysms. Medtronic received notification of these events in the following journal article: j vasc surg 2009; 49: 52-9. Review of 32 patients undergoing evar with either medtronic aneurx stent graft systems (n=16) or competitor's devices (n=16) over an 8 year period found 17 intra-operative endoleaks among 15 patients; these endoleaks included 6 type I endoleaks, which were all resolved successfully with repeat angioplasty and/or proximal stenting prior to the end of the procedure, 8 type ii endoleaks, and 3 patients with both type I and type ii endoleaks. Nine patient's had early complications, including one congestive heart failure, one arrhythmia, one non st elevation myocardial infarction, one stroke, one confusion, two renal failures, one transfusion reaction, one ischemic colitis, and one groin lymphocele. Late complications were observed, including one groin lymphocele, which required surgical exploration and repair, 3 increases in the size of the aneurysm sac, and 3 deaths with causes unconfirmed by autopsy. Reintervention with cuff devices was performed for 2 type I endoleaks, and coil embolization was performed for one type ii endoleak. It was not disclosed which device was used with which patient/clinical outcome.

Manufacturer narrative:
(Secondary intervention required, congestive heart failure, arrhythmia, confusion, ischemic colitis, groin lymphocele). Results - cardiac failure/infarction, death, endoleak, gastrointestinal complications, renal insufficiency/failure. Blood flow from collateral vessels, aneurysm sac increase. Other (identity of device with which patient/clinical outcome not provided. Conclusion: blood flow from collateral vessels, aneurysm sac increase. Other, identity of device with which patient/clinical outcome not provided.